Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. The safety feature was disengaged. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No furth ER actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of broken safety feature that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a low anterior resection procedure, stapler partially fired. Surgeon had to oversew.